Event description:
A lead extraction procedure commenced to remove two leads due to infection. During the procedure to attempt removal of the right ventricular (rv) lead using a glidelight model 500-303, there was slowed progress at the superior vena cava (svc)/innominate junction. Laser tip was ultimately advanced to the mid svc; however at this time the patient''s blood pressure dropped and an effusion was detected. Rescue efforts commenced immediately, including sternotomy and bypass. A tear was discovered from the innominate vein through the full length of the svc. Repair was successfully made to the injury and the patient survived the procedure.